Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and without the device to analyze, a cause for the reported unable to close the clip (difficult to open or close) could not be determined. The reported difficult or delayed positioning associated with leaflet grasping appears to be related to patient conditions (challenging tricuspid valve with a central gap exceeding 10mm). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) and big gap due to annular dilation for a triclip procedure. During the procedure of triclip (tcds0307-xtw; 50218r2127), challenging tricuspid valve with a central gap exceeding 10mm was observed. Difficulty positioning the clip at anteroseptal region was encountered. It took 45 minutes to make a good grasp due to big gap. The clip was unable to close past 50 degree after the leaflet was grasped and captured. Troubleshooting was performed and was unsuccessful. In echocardiography, it was visible that both leaflets were grasped well. The clip was deployed while it was open at 50 degree. Final arm angle tests were performed and the clip stayed at 50 degree. After the deployment, the clip was stable at both leaflets. A second triclip (tcds0307-xtw; 50218r2103) was implanted beside the first clip on the same leaflets. A third triclip (tcds0307-xtw; 50218r2116) was placed at posteroseptal region. The tr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported.